Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure. The exact procedure date was unknown. After the clip was deployed in the patient, it was observed that the yoke had detached from the clip. Due to the clip placement being near the proximal end of the esophagus, the physician looked to see if the yoke could be retrieved. When the detached yoke could not be located, there was concern that the yoke might have entered the patient's airway. X-ray imaging was performed at bedside, which confirmed that the airway was clear and the fragment had passed down the esophagus. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18 block b3: approximated based on the date the manufacturer became aware of the event. Block h6: reportable for yoke and/or ball weld detachment near proximal esophagus due to potential for aspiration. Reportable for imaging required.